Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that unexpected restart was found in insulin pump. A cold reset was performed. Blood glucose was 133mg/dl. Troubleshooting was performed. Customer stated that after changing the new battery alarm was occured again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin ump passed the operating currents, self test and displacement test. No unexpected restart, external ram crc error and interrupt source error alarm noted during test. (B)(4).